Event description:
The surgeon reports performing bilateral lasik surgery with the technolas excimer workstation. One week postoperatively, the patient presented with induced astigmatism. The patient's preoperative bcva od was 20/20 with mr of -4.25 -0.75 x 105 and bcva os was 20/20 with mr of -4.25 -1.00 x 075. One week postoperatively, mr od changed to +2.00 +3.50 x 096 and mr os changed to +2.75 +3.50 x 089; one week post-operative bcvas not available. The patient has been prescribed glasses while waiting for vision to stabilize. Upon stabilization, the surgeon plans to perform lasik retreatment.

Manufacturer narrative:
The device evaluation is in progress and the findings will be provided in a supplemental report. The preliminary root cause analysis indicates that event appears to be related to an electronic circuit board hardware issue that was reported by tpv in the lab after component was returned for assessment. The electronic board component has been shipped to the OEM manufacturer for further evaluation. (B)(4).